Event description:
It was reported that during the procedure, when the surgeon used the thread, it became loose several times (at least four), and the thread detached from the needle in the middle of the anastomosis. The needle did not fall into the patient¿s cavity. Resumption of a thread and suturing was made in two threads instead of one. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vp-902-x, vp-902-x surgipro*ii 8-0 60cm mv1355da (lot#d5a2193y); vp-902-x, vp-902-x surgipro*ii 8-0 60cm mv1355da (lot#d5a2193y); vp-902-x, vp-902-x surgipro*ii 8-0 60cm mv1355da (lot#d5a2193y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open surgery, when the surgeon used the thread, it became loose several times (at least four), and the thread detached from the needle in the middle of the anastomosis. The needle did not fall into the patient¿s cavity. Resumption of a thread and suturing was made in 2 threads instead of one. A new suture was used to resolve the issue. There was no patient injury.